Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was due to dirt on the objective lens, which resulted in the lack of image on the monitor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation of a separate issue. During device analysis, the service repair technician discovered the unit was producing no image on the monitor and had dirt on objective lens. There was no patient involvement.